Event description:
The customer observed a spark, popping sound and low battery alarm from the uninterruptible power supply (ups) connected to a dimension vista 500 system. As a result, the customer unplugged the system. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states customer contacted siemens to report an observation of a spark, popping sound and low battery alarm from the uninterruptible power supply (ups) connected to a dimension vista 500 system. Siemens reviewed the available information and found that a facility maintenance engineer was working on the power in the lab in preparation for a severe weather event. The maintenance engineer was changing the ups / dimension vista 500 system to a backup generator grid for the facility. After this work was completed, the system did not power up and the ups began beeping with a low battery alarm. The maintenance engineer restored the original power configuration, but the system still would not power up and the ups continued to beep. Siemens advised the maintenance engineer to shut off the electrical breaker prior to shutting off the front power switch. The power to the ups was cycled off/on and then the ups sparked and popped. Siemens further investigated the incident and determined that the proper shutdown procedure was not followed during troubleshooting. Turning off the front button cuts off power to the starting capacitor. With this still energized, when the breakers cut off main power, the capacitor discharged abruptly and created the spark. This preeminently disabled the ups. Furthermore, a siemens customer service engineer was dispatched to the customer's site to change the ups batteries. The cause of the spark, popping sound and low battery alarm from the ups was an unintentional use error. The system is performing within specifications. No further evaluation of this system is needed.